Manufacturer narrative:
G1 manufacturing site name and address: revised to correct the manufacturing site and its address.

Manufacturer narrative:
Beckman field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and found a worn co2 electrode membrane, a bent sample probe and a defective carbon bridge. The fse replaced the co2 membrane, the sample probe and the carbon bridge to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining patient results with es flags for sodium (na), carbon dioxide (co2) and calcium (calc) on their dxc 600 pro clinical chemistry analyzer. The samples were repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Only provided the results for eight (8) patients.